Event description:
Hcp reports patient was having a pump refill in 2003 when a pump volume discrepancy was found. The actual reservoir volume was 18cc and the expected reservoir volume was 5.6cc. Previous to this refill the hcp noted the patient was "not having good relief of spasms." And the patient was having "intermittent pump malfunctions," and that they "continue to have high pump residuals." The patient was referred to the implanting physician who performed a rotor study and a dye study the following month. The rotor study was negative and the dye study was inconclusive. A surgical catheter revision was performed 8 days later - finding that one of the sutures for the pump surrounded the catheter and caused a kink in the catheter. This was removed and sutured properly. A roller study was done during the surgery (under fluoroscopy) to confirm proper pump function. The patient then had an episode with urinary retention days after the surgery and another roller study was performed 6 days later to confirm proper function of the pump and system. Patient is doing well at this time. The patient is reported to have "better control."